Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Latest in-situ measurements showed some electrode channels in high impedance status. No trauma has been reported. Patient will be visited again in the next weeks.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Latest in-situ measurements showed six electrode channels in hi impedance status. No trauma has been reported. Further testing carried out revealed 11 electrode channels with hi impedance status. The patient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Latest in-situ measurements showed six electrode channels in hi impedance status. No trauma has been reported. Further testing carried out revealed 11 electrode channels with hi impedance status. No further information has been received.